Manufacturer narrative:
(B)(4). The customer reported to have replaced the graphic user interface (gui) printed circuit board (pcb). The covidien field service engineer (fse) installed the latest software revision, and performed tests and calibrations. No replaced components are expected to be returned for investigation. The unit passed all tests and it was found to be operating within the manufacturing specifications.

Event description:
It was reported that, the ventilator exhibited a blank display. There was no patient involvement. There was no report of serial injury or death associated with this event.